Event description:
Healthcare professional reported left side "rupture" and capsular contracture baker grade IV. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a4, b5, d4, d9, h3, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture" and capsular contracture baker grade IV. This record is for the left side. Device was explanted.